Manufacturer narrative:
The cause of the reported complaint appears to be due to poor patient contact. These factors likely contributed to the end users inability to acquire an ECG signal. Proper patient preparation and electrode application are vital to the adherence of the CPR dura-padz and associated gel. The IFU (r2129-13) states: to ensure proper adhesion, do not reposition electrodes once adhered to patient. If repositioning is required, use a new set of dura-padz gel. After patient movement due to muscle contraction or patient repositioning, press electrodes firmly to skin to ensure good coupling is maintained. Do not perform chest compressions directly over the electrodes, as this may cause damage to the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Clinician indicated when placing the CPR dura padz on a certain size patient, the padz and sensor have to be placed separately on the chest. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.